Event description:
During surgical case, endo shears with unipolar cautery began to spark and smoke from the cautery attachment site. No adverse effect to the pt. This is the second occurrence of this type.